Event description:
It was reported that the patient had driveline power fault alarms. The log files confirmed the driveline power fault, indicating a possible issue with power line a. The damage may have occurred while the patient was playing football. The system controller and modular cable were replaced and the alarms resolved. Related MFR # 2916596-2022-15715.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via log file analysis. Fluid ingress was confirmed during visual analysis as well. The modular cable was returned, a log file was downloaded from the returned system controller, and multiple log files were submitted for review. The log files spanned approximately 8 hours ((B)(6) 2022 at 2:08:08 - 9:49:55 per timestamp), 2 hours ((B)(6) 2022 at 10:31:35 - 12:37:39 per timestamp), 2.5 hours ((B)(6) 2022 at 10:37:52- 13:01:36), and 2 hours ((B)(6) 2022 at 10:27:00 - 11:14:09 per timestamp). Events occurring on (B)(6) 2022 are from product testing at abbott. There were multiple driveline power fault events along with power a broken flags on (B)(6) 2022 at 10:27:00 to 10:56:47. The events on (B)(6) 2022 cleared on their own. There were no notable alarms in the log files. Pump operation was not affected the heartmate 3 modular cable was found to have significant fluid ingress buildup in the inline connector that had hardened. The cable was connected to a heartmate 3 mock loop and was able to operate with the returned system controller and with a test controller as well with no alarms activated. The modular cable was not able to pass the manufacturing test procedure, despite being able to operate on a mock loop. The observed fluid ingress was cleaned out; however, the modular cable was still not able to pass the test procedure. The internal wire resistances were manually measured, and no atypical values were found. The cable was stripped fully and no pre-existing damage to the wires was found. The internal end of the inline connector was inspected for fluid damage, and none was found inside the cable. Multiple good faith efforts were sent asking for the lot number of the modular cable; however, to date no response has been received. The root cause of the reported alarms was determined to be from fluid accumulating in the inline connector. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Lot number of modular cable not available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient had a driveline power fault alarm that was potentially due to damage while the patient played football. The log files confirmed the driveline power fault, indicating a possible issue with power line a. The patient¿s controller and modular cable were exchanged and returned for evaluation. It was noted that the modular cable was wrapped in black tape and the account reported it was damaged and worn from long-term use. It was reported that the driveline power fault returned on (B)(6) 2022, and driveline x-rays were taken. The modular cable was exchanged again as part of troubleshooting. The driveline power fault was cleared but returned again. Evaluation of the returned modular cable confirmed fluid ingress into the inline connector that would have caused the driveline power fault alarms. The cause of the driveline power fault was identified to be corrosion in the pump cable inline connector. The patient reportedly had no symptoms but was admitted to the hospital, and abbott technical services completed a pump cable inline connector cleaning on (B)(6) 2022. Abbott technical services confirmed visual corrosion on the connector pins which was able to be reduced with cleaning. The modular cable was noted to have visible corrosion during the cleaning, and it was exchanged again. The driveline power fault alarm later returned on (B)(6) 2023, and again after it was cleared. The log files confirmed driveline power faults caused by the b power line. It was reported that there was no additional fluid ingress or damage to any cables since the clean out on (B)(6) 2022. Abbott technical services completed another pump cable inline connector cleaning on (B)(6) 2023, during this cleaning the modular cable was exchanged again due to possible corrosion. The driveline power fault alarms resolved with the cleaning on (B)(6)2 023 and have not reoccurred as of (B)(6) 2023. The plan of care is to continue to monitor outpatient. This report captures the modular cable exchanged as part of troubleshooting. Related manufacturer report numbers: pump 2916596-2022-16123. Controller 2916596-2022-15715. Modular cable 2916596-2022-16124. Modular cable 2916596-2023-00157. Modular cable 2916596-2023-01380.

Manufacturer narrative:
Section h6: medical device problem code corrected. No further information was provided. The manufacturer is closing the file on this event.